Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6); product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their controller and the issue began yesterday. Patient's controller was only at 20% and patient could only check their implant battery when the ac power was plugged. When the ac power wasn't plugged into the controller the controller didn't work. Patient's implantable neurostimulator (ins) was now 'dead' and patient was not getting relief. Patient couldn't charge the implantable neurostimulator (ins) either. Agent understood this as due to controller not charging. During the call there were no damages on the ac power and controller charging port. Patient removed the battery and plugged the ac power. Controller powered on. Patient got memory problem and changed date and time. Patient inserted the battery and got no device found but there was no green light above the screen. The issue was not resolved. A replacement battery pack was sent out.

Manufacturer narrative:
Product ID m995402a001 lot#/serial# (B)(6), product type product ID 97745nt lot#/serial# (B)(6) was sent for analysis and found that it was not charging in known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further review indicated the event was reported in error.